Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving dilaudid (20 mg at 6.738 mg/day) and bupivacaine (50 mg at .7 mg/day) via an implantable infusion pump. It was reported that the pump was making sounds at night that were disturbing the patient. No symptoms were reported. The pump logs were reviewed and it was noted that (B)(6) 2020 a motor stall occurred post MRI (magnetic resonance imaging). The patient was educated on the necessary observations of the pump post MRI. The pump was updated and the issue was resolved; the patient was alive with no injury. No further complications have been reported as a result of this event.